Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: the gladiator device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 55mm in length and extended from a position 3mm proximal of the proximal markerband to 11mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 24jul2025. It was reported that the balloon leaked and could not be pressurized. The 60% stenosed target lesion was located in the moderately tortuous and non-calcified left subclavian vein. A 12.0 x40, 75cm gladiator balloon catheter was advanced for dilation. However, when the balloon was pressurized during the first inflation at 8 atmospheres, the balloon began to leak liquid, and it could not continue to pressurize. The device was removed, and there was no physical damage noted to the balloon. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a longitudinal tear in the balloon material.